Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a diagnosis which was completed as planned by deleting old exam. The philips remote service engineer (rse) communicated with customer and confirmed that the angiography was not possible. Review of system log file did not contain ¿database¿ malfunction. Upon remote testing rse determine that auto delete on the database was inactive which reflect insufficient memory indication in the system. To resolve the issue fse downloaded new database and activated the auto delete settings. After this the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during an urgent examination, angiography was not possible. The memory was full and some images had to be deleted to be able to continue the examination. No harm has been reported to philips. Philips has started an investigation of this complaint.